Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and a linear opening on the radius. A leak test and microscopic analysis were performed which identified a striated opening on radius and a crack valve. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consistent with the use of some surgical tool and a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.